Event description:
Facility reports the patient was being transported between the bed and the bathroom. The trixie lift was being moved over a carpet strip and the lift tipped over. Patient fractured right hand and right big toe.